Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next test strips with sku#: 7306a and lot#: 4dpef01a has the 510k# of k210687 and UDI (B)(4). The device was distributed outside the us, therefore, no gudid information exists.

Event description:
A customer from (B)(6) reported that she obtained blood glucose readings of 19 mg/dl at 9:06 a.m. And 128 mg/dl at 9:07 a.m. With the contour® next one meter. There was no allegation of an adverse event. The customer wad advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour® next one meter (serial # (B)(6)) for evaluation. No test strips were returned. An in-house testing was performed with the returned meter and in-house contour® next test strips (lot # 4dpef01a) using blood spiked with glucose at 131 mg/dl and 68 mg/dl, as determined by ysi instrument in five replicates each. All tests recovered within fit-for-use limits.